Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet was implanted. Post-implant, transesophageal echocardiogram (tee) showed a "fibrinous echodence structure noted on the center pin, unclear significance or composition." The patient's act was 293 at time of detection of the structure. No treatment was required. No patient consequences were reported.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.